Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient had poor stoma evolution and received an unknown topical antibiotic. The patient complained of pain in the stoma area. A granuloma was present and a nurse applied argempal. The peristomal area was reddened with shiny skin, and in the upper part of the stoma there was hardening and exudate on the gauze as well as pain (possibly due to argempal). On (B)(6) 2021 it was reported the patient was referred to the ER for exudate due to an abundant stoma. Patient had blood and urine tests done and was admitted to the hospital for a stoma infection. Patient received unknown IV antibiotics. Upon discharge patient continued with oral antibiotics. When the stoma infection is resolved, a tube replacement will be done due to it is not known if the catheter was colonized and an analysis of the catheter was not performed. On (B)(6) 2021 a home visit revealed the stoma was in good condition.